Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height main drawer 4 was not detected in the closed position. A field service engineer (fse) removed the back panel and observed that the latch sensor light was off. The fse inspected the latch assembly and identified that the latch sensor was not fully seated and subsequently reseated the latch sensor. The device was reassembled and rebooted, after which all indicator lights functioned properly, and the customer successfully recovered the full-height drawer. Additionally, the fse reseated bus wire connections, inspected them for damage with none found, cleared debris, and confirmed no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system, the main drawer 4 was failed. Customer tried to reboot and recover the drawer, but the issue did not resolve. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.